Manufacturer narrative:
H3/h6: the straight suction was returned and analyzed. Analysis found that it was not able to verify when attached to a known good tracker and displayed a divot error of 2.9 mm to 3.2 mm. Codes b01, c07, and d02 are applicable. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the instrument had a bent probe and the user was unable to verify whether it was a straight suction deformation. No patient was present. The suspected cause was that some force may have been applied.